Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) has been lost to follow up for a couple of years. Upon interrogation it was observed that the device declared elective replacement indicator (eri) two years ago. Boston scientific technical services (ts) advised device replacement. The patient has been referred to their device specialist in sydney for follow up and device replacement. No adverse patient effects were reported. Surgical intervention has been planned but not yet performed. All available information indicates that this device remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that this device was explanted.